Manufacturer narrative:
The received device was found to have the bottom housing vent installed correctly. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. No issues were observed that would result in the reported event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had a low bg (blood glucose) level reaching 46 mg/dl, while wearing the pod between 24 and 36 hours on the abdomen. She started getting shaky, disoriented, and developed a massive sweat. She had also experienced vomiting and diarrhea. She was taken by ambulance to the ER (emergency room). The patient had been in the ER for three hours and was not able to provide the exact diagnosis, as she was still waiting to see the doctor at the time of call. The patient was given an anti-nausea medication (zofran through IV) and got blood work done.